Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The instructions for use includes the following statements for cable fracture that can prevent the issue: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected, but no image was displayed due to a faulty cable unit. The cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
The device was returned to olympus due to producing a bad sic image. During estimation, it was identified the unit could not produce an image. There was no patient involvement.